Manufacturer narrative:
Initial and final MDR 1926781- MDR 3003442380-2024-17866- device 2 of 4. E1 patient country: italy.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported by the patient that four infusion set was fell off during use on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully no further information available.